Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported needle to cuff miss was confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported that a venous sheath was next to the arterial sheath at the right common femoral artery access site. Per the instructions for use, the safety and effectiveness of the perclose proglide smc devices have not been established in the following patient populations: patients with ipsilateral femoral venous sheath during the catheterization procedure. It was reported that the proglide device was used in a mildly calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other four proglide devices referenced, are filed under separate medwatch MFR numbers.

Event description:
It was reported that suture placement in both common femoral arteries was attempted with proglide devices, using a pre-close technique, via 8f sheaths prior to an endovascular aneurysm repair (evar) procedure. Reportedly, 4 devices had cuff misses and on one device the suture tangled in the foot. The right common femoral artery was mildly calcified and the left common femoral artery was not calcified. The sutures of two additional proglide devices were successfully preplaced on both sides. The sheath was upsized to 14f on both sides and the evar procedure was completed. Hemostasis was achieved with the successfully preplaced proglide sutures on both sides. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the large hole technique. No additional information was provided.